Manufacturer narrative:
Device evaluated by MFR: pending investigation. Concomitant medical products: 02-020-13-0235, (B)(4)- truliant cr cem fem cr cem left sz 3.5. 02-022-45-3535, (B)(4)- truliant tib fit tray cem sz 3.5f / 3.5t. 200-02-38, (B)(4)- three peg patella 38mm. 521-78-23, (B)(4)- threaded pin size 2.3 collared 2pk. A10012, (B)(4) - gps implant kit v2.

Event description:
As reported, the patient had an initial tka on (B)(6) 2018. The patient presented to the clinic with pain. MRI showed synovitis. Revision surgery was performed on (B)(6) 2022. The surgeon released the scar tissue around the anterior knee. He noted only mild surface changes to the insert. A new 9mm insert was implanted with good rom and stability. The patient was last known to be in stable condition following the event. Explants are not available without patient release. No further information available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of the reported pain or due to inclusion of the polyethylene in the packaging recall. Prosthesis wear of the tibial insert could not be confirmed from the provided image and radiograph. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.